Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 3 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For patient 1, the alleged sample generated a positive result for sars-cov-2, negative for influenza a&b. The same sample was retested twice on the same cobas liat analyzer and generated a negative result for all 3 targets. A new collection tested on a separate cobas liat analyzer also generated a negative result. For patients 2 and 3, the sample initially generated a positive results for sars-cov-2 positive and retest of the same sample on the same cobas liat analyzer generated a negative result for sars-cov-2. The results were released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 3 MDR will be filed.

Manufacturer narrative:
Although the root cause cannot be identified, true amplification was observed for sars-cov-2 during the initial runs for all 3 of the alleged samples and no product problem was identified. The product is performing as expected and no systems-related issues were identified. A possible issue may be with sample handling. Added evaluation method codes . Updated device, evaluation result and conclusion codes per investigation conclusions. Updated b6 to reflect s/n and dates: all 3 samples were repeated on another liat analyzer sn (B)(6).